Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: local independent administrative agency municipal akita general hospital e3: reporter is a j&j employee. H4, h6 sterile part: 04.211.042s, sterile lot no: 9l69923, release to warehouse date:10 aug 2022, expiry date: 01 aug 2032, manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.211.042, non-sterile lot: 904p073, manufacturing site: werk selzach, release to warehouse date: 26 june 2022, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for distal humerus fracture with va-lcp plate and screw. On (B)(6) 2023, it was confirmed that the lateral distal end screw was broken. The plate will be removed and replaced (date to be determined). No further information is available. This report is for one (1) va lockscr ã¸2.7 head 2.4 self-tap l42 ta this is report 1 of 2 for complaint (B)(4).